Manufacturer narrative:
(B)(4).

Event description:
During pretest, the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed on both the bronchial and tracheal cuffs and both maintained their air pressure. There were no deformations or anomalies observed in the device.